Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla ii guide extension. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated at the collar. There are flat spots on the distal shaft at the tip and 3.2cm from the tip. Microscopic inspection revealed no damages. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found damage that could have contributed to the reported difficulty to cross the lesion.

Event description:
Reportable based on device analysis completed on 14feb2020. It was reported that the device could not cross lesion. The 80% stenosed target lesion area was located in a moderately calcified mid left anterior descending artery. A guidezilla ii 6f guide extension catheter was selected for use. During the procedure, when the non-bsc balloon failed to cross the lesion, a guidezilla ii was then use and noted that it could not cross the lesion due to calcification. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the distal shaft is separated at the collar.